Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Quality safety evaluation received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: outside of right fallopian tube"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), rheumatoid arthritis ("autoimmune disorder:rheumatoid arthritis"), systemic lupus erythematosus ("lupus") and thrombosis ("clots") in a 37-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone the essure confirmation test" and device difficult to use "first placement insufficient and removed". Medical conditions: *on 23feb 2009 vaginal bleeding no odor not heavy. Concurrent conditions included epilepsy, hip dysplasia, migraine, fibromyalgia, lupus erythematosus, tooth extraction, rheumatoid arthritis, trigeminal neuralgia, flank pain, weakness, dizziness, vomiting, cyst, menometrorrhagia and adenomyosis. Concomitant products included carbamazepine (tegretol), fish oil, gabapentin (neurontin), lubiprostone (amitiza), megestrol acetate (megace), oenothera biennis oil (evening primrose oil), prednisone and tramadol hydrochloride (ultram). On an unknown date, the patient started multivitamin at an unspecified dose and frequency. In february 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On 19-feb-2009, the patient had essure inserted. On 3-mar-2009, 15 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In 2010, the patient experienced thrombosis (seriousness criterion medically significant) and menstruation irregular ("no period then began bleeding"). In 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic pain radiating to flank"), fibromyalgia ("fibromyalgia"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (da vinci robotic-assisted total laparoscopic hysterectomy.), surgery (on 25-may-2016,bilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed)) and surgery (on 25-may-2016,bilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on 25-may-2016. At the time of the report, the device dislocation, device breakage, device expulsion, rheumatoid arthritis, systemic lupus erythematosus, thrombosis, nausea, vaginal haemorrhage, dysmenorrhoea, pelvic pain, fatigue, fibromyalgia, menstruation irregular, uterine pain and adnexa uteri pain outcome was unknown and the menorrhagia, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, menstruation irregular, nausea, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, thrombosis, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: on 19feb 2009 essure insertion was done and results says 3 trailing coils on right and 10 trailing coils on left. On (B)(6). 2009 at the time of the initial insert there was difficulty placing the left essure. The first placement was insufficient and was removed. The second placement was advanced but had 10 trailing coils. Diagnostic results: 11mar 2009 metallic essure wires are identified in the pelvic area. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records-nausea, abdominal pain, dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: outside of right fallopian tube"), device breakage ("device breakage"), device expulsion ("expulsion of essure device"), rheumatoid arthritis ("autoimmune disorder:rheumatoid arthritis"), systemic lupus erythematosus ("lupus") and thrombosis ("clots") in a 37-year-old female patient who had essure (batch no. 626908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "first placement insufficient and removed" and device monitoring procedure not performed "patient did not undergone the essure confirmation test". The patient's concurrent conditions included epilepsy and hip dysplasia. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), nausea ("nausea"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain / pelvic pain radiating to flank"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), menstruation irregular ("no period then began bleeding"), uterine pain ("uterine pain"), adnexa uteri pain ("ovarian pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (on (B)(6) 2016,bilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed)), surgery (on (B)(6) 2016,bilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed)) and surgery (on (B)(6) 2016,bilateral salpingo-oopherectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, device expulsion, rheumatoid arthritis, systemic lupus erythematosus, thrombosis, nausea, vaginal haemorrhage, dysmenorrhoea, pelvic pain, fatigue, fibromyalgia, menstruation irregular, uterine pain and adnexa uteri pain outcome was unknown and the menorrhagia, abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, fibromyalgia, menorrhagia, menstruation irregular, nausea, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus, thrombosis, uterine pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: the pfs received: the event medical device removal chaged to device dislocation,device removal complication changed to nause, abnormal vaginal bleeding, menorrhagia, rheumatoid arthritis, device breakage, dysmenorrhea, expulsion of essure device, pain, fatigue, abdominal pain, lupus, fibromyalgia, irregular menses, clots, uterine pain, ovarian pain, cramping, device insertion difficult, patient did not undergone the essure confirmation test added, events outcome added,reporter added. Concurrent condition added,lot number added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.